Event description:
The patient reported that she had her stimulator on when she went through a theft detector/security gate. The alarm was set off and the patient felt a shocking/jolting sensation. Since that time, her stimulation has been in the wrong location. She was feeling stimulation way down into her foot at an increased intensity; more than it was supposed to. The patient was encouraged to contact her hcp.